Event description:
2025-mar-24 information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). Rep said patient reported difficulty with recharging again, per his conversation with patient from last night. Last incident with recharging was (B)(6) 2024. Rep said he has access to fairly new equipment that he will give to current patient to use to see if that will resolve patient's recharge issue. Rep may call back and request further assistance, as patient don't seem to be satisfied with the equipment and how it works. (B)(6) 2025, additional information was received from the patient (pt). Pt reports the reason for the call is that they had problems with the equipment and wanted to speak with a supervisor. Agent offered to put in a supervisor request to give patient a call back tomorrow. Agent attempted to ask for clarification as to what patient was reporting, and patient commented how they have problems they want to file a complaint about regarding the 'archaic remote' and the 'heat management algorithm.' Agent reviewed escalation process. Patient requested supervisor to handle complaint. Agent sent escalation request to supervisors. 2025-mar-28 agent made outbound supervisor call back request to the pt. Pt stated they have a long stream of issues with their controller. Pt stated the controller is all around (B)(6) quality. Pt has 2 sets of equipment. Pt stated for almost a year while charging the implant, the controller loses connection to the ins. Pt stated they narrowed down the issue with tech support to algorithm for heat management; pt stated there is algorithm that manages heat, wireless charging produces heat and the paddle should get warm and the ins will get warm. Pt stated the algorithm should stop ins from getting too hot. Pt stated the remote probably doesn't have power to communicate and charge. Pt stated they hate this piece of crap controller. Pt stated if they leave the screen off while charging, it does not have a problem. Pt stated they have been doing ins charging tests where they charge the ins from 80%-100%. Pt stated they constantly get no device found message even when they are sitting still and have the belt on and they see excellent charge quality. Agent reviewed no device found information. Pt stated they have back issues as well so it is hard to sit still. The pt stated they should not have work to get the external equipment to work. Pt stated they want to try to make equipment better for other patients. The pt stated they have not tried charging with the new equipment yet. Agent recommended to monitor implant charging with new equipment. Agent recommended to follow up with hcp if issues do not resolve. Pt stated they are seeing their hcp april 1st for 'another issue'. 2025-mar-30 additional information was received from the rep. Rep reports the patient did not bring their recharger (rtm) to the appointment so the rep wasn't able to reproduce recharging issues. Rep reports giving the patient essentially brand-new equipment consisting of an rtm and controller. Rep reports that they paired the new equipment to the patient's device and it all worked as it should. Rep reports they have not yet asked the patient to return their external equipment because the patient wanted to keep their equipment for the time being because they wanted to try and do some troubleshooting of their older equipment themselves.

Manufacturer narrative:
B3 date of event is unknown. See b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.